Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an acquie eus fnb needle was used during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during removal of the needle, the tip of the needle snapped off. The procedure was completed with another acquie eus fnb needle. There were no patient complications reported as a result of this event.